Event description:
Patient had planned c-section main or for previa, possible accreta. No accreta found during case and patient moved to l&d pacu (labor and delivery post-anesthesia care unit). After 30 minutes in pacu, patient began hemorrhaging and was moved to or b. Pt was hemodynamically unstable and decision for hysterectomy was made; patient was put under general anesthesia. No count was performed before hysterectomy incision d/t emergent nature of case. On first x-ray, a small "ribbon-like" band was noted on patient's left abdomen. First read was extremely delayed due to lack of radiographer. Mds called for second x-ray which was extremely delayed due to lack of tech. Upon second read, it was determined the ribbon was caused from the stitching of the hovermat underneath the patient. X ray was found to be clear once hovermat stitching was cleared from underneath patient. It would be my recommendation to stream the process of a radiology read when in surgery and also to notify staff that our hovermat stitching does appear on x-ray so the placement should be checked prior to an x-ray. There was no defect in the product that caused harm, however there is a safety concern in that the stitching of the hovermat shows up on x-ray. We had a patient undergo an x-ray while laying on top of the hovermat when a small ribbon-like band was noted in the patient's abdomen. On second read of the x-ray, it was determined that the ribbon-like band was caused from the stitching of the hovermat. Once the hovermat was removed and a repeat x-ray was taken, there was no longer a ribbon-like band in the abdomen. The request is for clarity on whether the manufacturer is aware that the stitching in the hovermat shows up on x-rays or if this was a bad batch.